Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for three patient samples patient 1: initial result was 827.8 mui/ml. The repeat result was 42.32 mui/ml. After calibration, the results were 0.864 mui/ml and <0.100 mui/ml. The result of <0.100 mui/ml was reported outside the laboratory. Patient 2: (female, (B)(6) year old, birthdate (B)(6) 1997) initial result was 244.5 mui/ml. After calibration, the result was <0.100 mui/ml which was reported outside the laboratory. Patient 3: (female, (B)(6) year old, birthdate (B)(6) 1982) initial result was 251.2 mui/ml. After calibration, the result was 1.17 mui/ml which was reported outside the laboratory. The negative results were believed to be correct. A rapid test was also performed and the results were negative. The patients were not adversely affected. The reagent lot number was 185430. The expiration date was requested, but was not provided. It was noted the customer was not using the recommended sample tube rack adapters and was also not following the tube manufacturer's recommendation for sample clotting time.

Manufacturer narrative:
A specific root cause could not be identified. The field service representative performed preventive maintenance and exchanged the measuring cell. After service, no further issues were reported. A general instrument issue was possible as the qc gave a bad result after the issue and good results were received from the same reagent pack after recalibration.